Event description:
It was reported that gradually over the last few weeks the patient had been reporting increase in pain. The hcp did a dye study the day of the report and could not aspirate from the cap. The hcp suspected ¿scarring or granuloma¿ at the tip of the catheter and planned to revise the catheter. The reporter was not aware of any diagnostics had been ordered to confirm if it was a granuloma or not. The pump was used to deliver bupivacaine and dilaudid. Additional information later reported the cause of the event was unknown. The event was attributed to the catheter; occlusion. Troubleshooting also included dose adjustments. The patient was indicated as recovered without permanent impairment.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type; catheter. (B)(4).